Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak shuttling mechanism would not work and the repair suture would not come through the anchor to cinch down. This occurred again when a second fibertak, from the same lot number, was attempted to be used. Surgeon cut the sutures from both fibertaks and used a device from another manufacturer to complete the case. The anchors remain in the patient. This was discovered during a labral repair on (B)(6) 2022. No further issues has been reported.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.